Manufacturer narrative:
Failure analysis conclusion: the device was received at csi for anslysis. Analysis of the guide wire revealed the proximal core wire to be fractured located 332.5cm from the proximal end. There was some adhered biological material on the core shaft fracture site. The exact cause of the tissue accumulation could not be determined. The distal fractured spring tip section was not returned. Scanning electron microscopy revealed the presence of excessive torsional stresses on the fracture face of the core wire. The core gw fracture site exhibited grind marks with galling on the outer diameter. These findings are consistent with the reported event details which state, "the viperwire fractured during the procedure because the orbital atherectomy device was spun over the distal tip of the wire." Therefore the root cause of the fracture is considered user error. At the conclusion of the failure analysis investigation the reported event was confirmed. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The tip of the viperwire fractured in the posterior tibial artery during the procedure because the orbital atherectomy device was spun over the distal tip of the wire. The fragment could not be retrieved and was left in vivo. The procedure was completed with balloon angioplasty.